Event description:
It was reported that the device reached elective replacement indicator (eri) faster than anticipated. It was also reported that the left ventricular (lv) lead was repositioned due to no capture and was reported as dislodged. The lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal conductor had blood/body fluid (not obstructed), proximal conductor had blood/body fluid (not obstructed), outer insulation melted, had cosmetic environmental stress cracking (esc), and cosmetic depression. Visual analysis revealed apparent explant damage.